Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was having intermittent power issues. It was noted that the power issues began the week prior and that the pump lost power twice today. Reportedly, the battery cap was not able to fully secure to the pump and the yellow o-ring was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings: a review of the pump¿s black box history showed multiple pump reboots. The battery cap threads were found to be stripped. The pump was not able to maintain power with the returned battery cap. A test battery cap was used to complete the investigation. There was no damage or moisture found inside the battery compartment. The battery cap contact height and width measurements were found to be within the required specifications. The pump case was removed and no defects were found. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn on the top. The audio bolus button responded appropriately to button presses. The audio bolus button cover was removed and no moisture or corrosion was found.